Event description:
The contact stated that she received a call from her son's school about his meter. It was discovered that the meter was set in mmol/l. The contact was able to reset the meter to mg/dl. She did not allege the customer experienced any adverse events due to the mmol/l readings. No product will be returned for eval.